Event description:
During a pneumonectomy procedure, the device misfired when stapling the pulmonary vein. Bleeding occurred but no transfusion was needed. It was not noted how the procedure was completed. There was no patient consequence.